Event description:
The customer was hospitalized for dka. Suggested that the customer use manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. However, the device had an alarm. Explained to the customer the two high bg rule. Suggested that the customer call back to perform the high-pressure test when the clamp arrives. A day later, the customer called back and they stated that after customer eats their bgs elevate considerably. Assisted the customer with setting their basal rates. Advised the customer to revert to a back up plan.